Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was indicated that stitching inside of the loops were loose and found failed by inspection before use. The sling was replaced under warranty. When reviewing similar reportable events, we have found a number of cases with similar fault description (loop stitching inside loop failed). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. During our investigation the sling was found with loop stitching inside loop failed and was found to not have been to the specification. Tests carried out during the development of the sling, and in current production on every sling manufactured, would indicate the stitching of the loops meet the manufacturer specification. A proper inspection of the sling should have detected the failure of the sling, especially since both attachments points of the red loop were broken. From the information received the sling was not being used for treatment or diagnosis of the patient when the failure of the stitching inside loop was found. Therefore, the sling showing signs of unstitching, should be withdrawn and replaced. Our reports confirm that the sling is not likely to fail during the intended, correct use as described in the instructions for use (IFU), but that a failure can occur during a use error. We find this complaint to be reportable to the competent authorities in abundance of caution.